Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment. Additional narrative: the device history report states that the DHR was not available as device is older than 12 years. According to the documents, instruments have to be stored for 10 years. Placeholder.

Event description:
It was reported by the distributor, that the sagittal saw attachment locked up and would not rotate. Per additional information, the reported issued was discovered during cleaning prior to usage. This report is 1 of 1 for complaint (B)(4).